Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked. Reportedly, the customer could not identify the location of the leak. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge.